Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was unable to be interrogated due to battery voltage. It was noted the device indicated normal elective replacement indicator (eri) and the patient was lost to follow-up; the last device interrogation had been seven years prior. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.